Event description:
Healthcare professional (hcp) reports a cracked venous header noted during prime of hemodialysis device. Hcp reports the dialyzer was reused 8 times prior to report. Hcp reports no pt injury.